Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570ce chronic catheter allegedly experienced a fluid leak. This information was received from one source. One patient was involved with zero patient consequences. The age, weight, and gender of the patient was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device(s) has been returned for evaluation; the evaluation unconfirmed for leak, however, identified detachment of the catheter from the bifurcation. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The device was returned for evaluation and defective component was confirmed. The investigation is confirmed and the root cause was found to be manufacturing related. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570ce chronic catheter allegedly experienced a fluid leak and defective component. This information was received from one source. One patient was involved with zero patient consequences. The age, weight, and gender of the patient was not provided.